Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy using fast-fix 360 curved ndl dlvry sys, the guide sleeve came off while it was outside the patient. The malfunction was solved with a delay shorter than 30 minutes with no patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the part drawing found that the depth tube is specified to be added over the needle overmold assembly after the depth gage lock. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the part drawing found that the depth tube is specified to be added over the needle overmold assembly after the depth gage lock. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The deployment needle is in the t2 pre-deployment position indicating the device was actuated once. The depth gauge is attached to the device. A functional evaluation revealed the device could function as expected. The depth gauge could be functioned. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.